Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported sideport detachment remains unknown.

Event description:
Following the procedure, the sideport was noted to be disconnected when the nurse was checking on the patient in his room. There were no consequences to the patient.